Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device and leads were explanted due to infection. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.